Event description:
It was reported per field service report: pump was on pt. Symptom - helium loss alarm. Confirmed.

Manufacturer narrative:
(B)(4). Findings/actions taken: found helium loss alarm caused by a defective pump assembly. Repaired pump in my (field service rep) office. Returned pump and performed functional check. The intra-aortic balloon pump (iabp) was exchanged off the pt for another iabp successfully. Follow-up report will be filed if additional info becomes available.